Event description:
Information was received from health care provider via manufacturing representative regarding a product used in spinal therapy. It was reported that the set screw could not be turned into the screw. No patient was involved in this event. No further complications were reported/anticipated. The doctor wanted to implant the set screw in the patient and it did not go into the screw head. The doctor then used a new set screw.

Manufacturer narrative:
H3: product analysis #(B)(4):5540030, lot# 0059201c visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.